Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that at the end of the ptca/stent procedure, when the catheter was pulled away from the stent, it suddenly broke into two pieces. The distal part stayed inside the guiding catheter. No additional event or patient information is available. This is being reported based on the returned product evaluation which revealed that the distal end of the shaft separated.